Event description:
It was reported that the pump under delivered. Pump residual volume at 100 ml and administered volume was 93 m/l. Per reporter, more medication was to be delivered. No patient injury was reported.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Additional information is provided for h.2 and h.6. One sample was received for evaluation. Visual inspection revealed the sample was received in a plastic bag, not its original packaging and in decontaminated conditions; no damage or defects were noted. Functional testing was performed, and the reported issue was able to be replicated. The root cause was determined to be due to manufacturing. Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.